Event description:
My implanted abbott scs model# 3660, ser/lot# (B)(6) which is on the recall which was a class I "urgent medical device correction" that was issued on july 18, 2023, the clinician adjusted the program several months ago because I couldn't get it into MRI mode, on or around (B)(6) of this year I got some sharp sciatica type pains down the right side and after a couple of days of dealing with it, I opened the app and tried to adjust the strength but I couldn't adjust it, I know it turns itself on and off as the program runs so I didn¿t think much of it but the symptoms that it was implanted for kept getting worse and are still getting worse as time passes with the device not working, I have to meet the clinician at (B)(6) hospital in (B)(6) on (B)(6) 2025 to see if there is anything he can do to make it turn back on and operational, if he can¿t get it working maybe he can inform me what to do next, it was supposed to last for 8 to 10 years before the battery needed to be replaced and the app says that the battery is healthy but when I try to start therapy it says that it is adjusting strength and then it says strength is off, and the generator could not deliver the desired strength. Contact your clinician if the problem persists, every time I open the app, it says that there is an update available, but the device is not compatible with the update but it¿s the device that came with the scs when it was implanted and it¿s the only apple product that I own.